Event description:
On 16-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324bcct biocomposite swivelock anchor did not adhere to the bone, becoming damaged (crushed) and preventing its insertion, so a second anchor was opened. It was further reported that a qty. 2 of ar-2325bcc biocomposite swivelock anchors also did not adhere to the bone and became crushed. The case was completed by passing tape. This was discovered during a brostrom procedure with no patient harm. No delay was reported, no fragments remained in the patient, and no additional anesthesia was required. The patient¿s bone quality was reported as good.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed based on the provided photographic evidence for ar-2325bcc (batch 15372286), as the anchors are not visible in the images and are therefore insufficient for evaluation. Based on the available information including photographs, event description, and any additional field input the most likely cause is attributed to user-related factors, such as off-axis loading, prying, or levering of the device during use.